Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The therapy was resumed by following the steps given in the ¿help¿ function of the cardiosave. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra aortic balloon pump (iabp) customer calls to discuss a gas loss alarm that occurred on a cardiosave about an hour prior. There was patient involvement however, no adverse event reported. Customer verifies no visible signs of blood in the tubing and all connections are secured. Customer wants to discuss the clinical options/reasons that the alarm would be present. Emergency support team discuss the general meaning of the gas loss alarm and the probable clinical scenarios it would present itself in detail. Customer is very appreciative of the time spent in discussion tonight. No service requested. No repair information available. In future if we receive any repair information will reopen and update the investigation.